Event description:
The manufacturer received information alleging a ventilator powered on and started airflow without keypress activation when the device was connected to ac power. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board will be replaced to address the issue. During the evaluation of the device, a "service required" code was observed in the ventilator's downloaded error log. The device's sensor board will be replaced to address the issue. The device has been evaluated but not repaired, pending customer approval of the estimate.